Event description:
The customer reported that the s19 unit did not sound an alarm when ventricular fibrillation was detected by the surveyor central with a red alert. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The surveyor s19 patient monitors are small, lightweight patient monitors designed to acquire physiological waveforms and parameters, and to transmit this data to the surveyor central monitoring station. The bed to bed communication feature allows remote viewing of monitors when connected to a surveyor central station. The welch allyn surveyor patient monitor is a prescription device intended to be used by healthcare professionals in all areas of a healthcare facility. The baxter technician went on site was not able to identify the cause of the missing sound alarm, there was no issue found with the device and the customer additionally confirmed that in other following occurrences this issue did not happen again and the device alarmed as normal. The situation will continue to be monitored and any relevant additional information received will be submitted in a supplemental report. Based on this information no further actions are required at this time. Although there was no adverse event reported as a result of this incident and the doctor was alerted to the change in morphology by the visual alarm on the control units screen, if an audible alarm not sounding during a red alert were to recur, it could lead to a serious injury or death. Therefore baxter is reporting this malfunction.